Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot successfully and was going through a boot loop. Review of the log files didn't confirm the reported malfunction. The fse found that during the maintenance after restart, the system boots in continuous loop. The system entered into a loop and did not complete the booting process. So, the fse reinstalled the system software which resolved the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot successfully and was going through a boot loop. The fse found that during the maintenance after restart, the system boots in continuous loop. The fse troubleshooted the system and found the software to be defective. The fse reinstalled the system software and performed backups of the configurations to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot successfully and was going through a boot loop. The system was not in clinical use at the time of the reported issue. There was no reported patient or user harm. The fse reinstalled the system software, and the configuration of the backups was installed. A function test was performed, and the device was returned to use in good working order.